Manufacturer narrative:
The distributor has been requested to provide conmed with a more detailed description of the reported event.a follow-up medical device report will be submitted once the evaluation of the suspect device is completed.

Event description:
Patient's skin was peeled off.